Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the led indicator of the base station was flashing in red, and the wi-fi indicator was red, which indicates that there was an error in the wireless connection. The part analysis for wireless footswitch charger was performed but it didn¿t conclude any malfunction. To resolve the reported issue, the fse replaced the wireless footswitch, base station, and wireless footswitch charger. After replacement of parts, the system was returned to use in good working order. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch did not work. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that wireless footswitch was failing. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.